Manufacturer narrative:
No patient information available. Operator of device code unavailable at this time.

Event description:
A vascular intervention procedure commenced to treat an anterial tibial lesion. When the laser catheter was plugged into the laser system, visible laser light (aiming light) was observed coming out from an area just distal to the white, wire insertion coupler. The laser was never calibrated, nor was it inserted into the patient. Per report, it appeared that the device jacket did not fully encase the laser bundle. Another device was used to successfully complete the procedure. There was no reported patient harm. Although the device was not calibrated in this case, this event is being reported due to the potential with recurrence for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation if the device had been calibrated.

Manufacturer narrative:
Code accepted by FDA now populated within this field. Device available for evaluation on 25 july 2018. Device returned to manufacturer on 25 july 2018. Method and results codes added after device evaluation. Device evaluation: in the initial MDR, it was reported that the device jacket did not fully encase the laser bundle. The actual device was evaluated on 26 july 2018. The device was plugged in to simulated laser light. There were approximately 20 dead fibers at the tip of the device. The area described in the original complaint glowed red with the simulated light. Multiple broken fibers were present in this area, causing the area to glow red. However, it was discovered during evaluation of the device that there was no breach in the jacket and the fiber bundle was fully encased. Therefore, there was no potential exposure to manufacturing materials/accidental radiation occurrence, nor would there be with recurrence of this specific failure mode. With the new above information, this is no longer a reportable event.